Manufacturer narrative:
No patient present. Medtronic rep. Replaced axiem controller box, per RMA. System working as intended after replacement. No patient present.

Event description:
Medtronic representative reported that when checking the fusion axiem controller details it displayed "high internal temperature" message, controller was replaced. No patient involved.